Event description:
At 2:46 am on (B)(6) 2013, a stinger battery and charger began emitting smoke and then flames. Fifteen pts were evacuated to another unit. All chargers are being removed from hospital.